Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the catheter¿s cannula was cut at the distal end. A functional evaluation found that which included submerging the catheter into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut at the distal end cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, the catheter had a micro leak at the junction of the extension tube and bifurcate. It was stated that when the patient was connected to the hemodialysis machine after catheter insertion, the treatment started well but after some time the machine showed air leakage. After checking everything for a few times, the issue started again and again. They decided to finish the treatment and exchange the catheter into a new one. However, the situation repeated the same way with the second catheter and an exchange of catheter for the third time was done. The third catheter worked fine. It was also stated that the clamps were moved to new locations and tubes were utilized with the device. There was no patient injury.